Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2016 at 2pm with a blood glucose level of 994 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer mentioned that they had error messages on their insulin pump and wanted their device replaced. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.